Manufacturer narrative:
This initial emdr is being submitted to FDA for outside us like products reporting. Haptic damage is indicated as a potential malfunction related to the iol, as covered under the warnings section of the product's instructions for use (IFU). Manufacturer's codes for patient health effects (clinical and impact), and device problem and component have been entered in this report. Manufacturer's codes for investigation type, findings and conclusion are pending the completion of the product investigation. Once the investigation is completed, a follow-up report will be submitted to FDA which will include the manufacturer's codes for investigation type, findings and conclusion.

Event description:
Implant date: (B)(6) 2021. Damaged haptic after implantation. It was stated that the broken iol was explanted and replaced immediately during the surgery. The patient health was not impacted. No additional information is available.

Manufacturer narrative:
This follow-up #1 emdr is being submitted to FDA for a reportable event that occurred outside of the USA. The report includes corrected information and additional information not available/included in the initial report. Corrected information: h3 - device evaluated: corrected to yes. Additional information: d9 - added date returned product was received by manufacturer. G6 - type of report - noted as follow-up #1. H2 - type of follow-up - noted for correction and additional information. H6 - added codes for manufacturer's investigation: type; findings; and conclusion. The product was returned to the manufacturer. The investigation was conducted, with the methods and results as noted below. The appearance check result was consistent with the reported information. The dye test result showed the injector tip was properly coated. Proper coating allows the lens to move through the injector tip. We could release a re-installed iol from the returned injector tip without any problems. No abnormalities were found in production and inspection records of the product. (Serial no (B)(6) ; model: pc60adse). In addition, research in our complaint database indicated there were not any similar complaints in the same production lot. The exact root cause was not determined. However, we believe this event was not caused by our product quality. A review of the most recent complaint trending data indicates that no significant trends have been identified at this time and no CAPA is required as part of the product evaluation.

Event description:
Implant date: (B)(6) 2021. Damaged haptic after implantation. It was stated that the broken iol was explanted and replaced immediately during the surgery. The patient health was not impacted. No additional information is available.